Event description:
The customer received a blood glucose result of 176mg/dl. At 7:24pm and took 20 units of lantus based on the reuslt. The customer stated they normally takes 30 units. At 5:30am the customer had a reaction and fell out of bed. Paramedics were called and pt was taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.